Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint about ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet insulin pump¿s touchscreen became completely unresponsive to touch, preventing user interaction and necessitating replacement of the device. Symptoms included no injury or physiological effects. Outcomes included no change in clinical status and no need for medical intervention. Investigation included customer service troubleshooting and review of device performance history. Investigation of this device revealed a nonresponsive display consistent with a touchscreen or user interface malfunction localized to the screen component, with no associated alarms.